Event description:
It was reported that during the implant procedure (stage 2) of the implantable neurostimulator (ins), the lead component could not be inserted into the header block. Then the set screw could not be tightened down to hold the lead. The healthcare professional (hcp) noted that the set screw appeared to be tightened down all the way out of the box and that they retracted it slightly to insert the lead. After the hcp had got the lead in, they tightened the set screw until the torque wrench clicked but, with a tug, the lead slid right out. It was also reported that impedance check was run they received ¿errors.¿ this was clarified to be measurements were >4000 ohms because the lead would not stay seated with the sets crew tightened all the way. It was then reported that a new ins was successfully connected with normal impedances seen. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.